Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part number: 311.01, lot number: 4555190, per jde, manufactured date: 02/24/2003. A manufacturing-related potential cause was not suspected, therefore, per franchise complaint product investigation procedure no manufacturing record evaluation is required. Visual inspection: the handle with mini quick coupling (p/n: 311.01, lot #: 4555190) was returned and received at us customer quality (cq). Upon visual inspection, it was observed that there were scratches and nicks on the distal shaft of the device and the coupling feature of the device will not work. No other issues were observed with the returned components of the device. Functional test: the functional test was not performed on the returned device as the quick coupling was received by itself. Can the complaint be replicated with the returned devices? Unable to perform. Service & repair evaluation: the customer reported the device re attached and would not come. The repair technician reported the part will not recouple. The damaged component is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Dimensional inspection: no dimensional inspection can be performed due to post-manufacturing damage. Furthermore, the complaint relevant dimensions cannot be checked for dimensional accuracy, because of the design of the device. Document/specification review: based on the date of manufacture the following drawings, reflecting the current and manufactured revision were reviewed handle w/mini quick coupling complaint confirmed? Yes, the device received was unable to recouple. Hence confirming the allegation. Investigation conclusion: the complaint condition is confirmed for the handle with mini quick coupling (p/n: 311.01, lot #: 4555190) as the coupling feature was not working, which could have contributed to the complaint condition. There is no indication that a design or manufacturing issue has caused the issue and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: b5; d8; e1. Corrected data: d4: lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that the reported event occurred during implant removal procedure and after a successful completion of implant removal, it was not able to be taken apart. Procedure was successfully completed and patient outcome was reported as successful.

Manufacturer narrative:
Product complaint # (B)(4). Device returned. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. A review of the device history record has been requested. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2019, a screwdriver handle and screwdriver shaft had somehow been put together in used. The devices re-attached and would not come apart. The parts were used in a removal set. Procedure and patient involvement is still unknown. This complaint involves two (2) devices. This report is for one (1) handle with mini quick coupling. This report is 2 of 2 for (B)(4).